Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment came loose in the patients mouth. Dentist had to fracture the crown in order to remove the abutment.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The abutment involved on the complaint was returned. However, the retaining screw used to fit the abutment into the implant, was not returned. Therefore, no visual inspection was performed. No radiographs or pictures were provided by the complainant to aid in the evaluation of the complaint. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. It was reported that the abutment screw came loose in the patients mouth. Based on the review of the DHR and the available information presented, the complaint could not be verified. A root cause for this complaint could not be determined. The following sections have been updated: expiration date, UDI: (B)(4).